Manufacturer narrative:
Event date: the event date was not inadvertently missed in the initial report. It has been updated as (B)(6) 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not hold the cutter and the hose came off of the pressure release valve. Therefore, the reported condition was confirmed. It was determined that the pawls were worn out due to normal wear over time. It was determined that the hose damage was due to user error by using excessive force by pulling on the hose. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a posterior lumbar fusion surgery, it was observed that the motor device was not holding the cutter devices. It was further reported that the hose clip on the motor device came off. It was reported that there were no delays in the surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.